Event description:
Per the clinic, the patient experienced a prolonged surgery under general anesthesia during an initial implantation surgery on (B)(6) 2025 lasting approximately two hours due to the inadequacy of the surgical equipment where buttons were not functioning because the internal part appeared to be detached from the display during the surgery. A replacement surgical equipment was replaced, and the procedure was subsequently carried out successfully. Despite the prolonged general anesthesia there were no subsequent anesthesiological issues, and the patient is doing well.